Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.

Event description:
The customer stated she was taken to the emergency room with high blood glucose levels. Prior to the hospital visit, the insulin pump was giving an alarm that would not clear. Troubleshooting on the insulin pump was not possible due to the alarm.